Manufacturer narrative:
Lot number: the lot number 15082680 was reported, but is not a valid smiths medical lot number. Reported expiration date related to invalid lot number: 08/30/2020. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® inner cannula was compressed, with the walls of the cannula touching each other, during a procedure and that it was impossible to use the device. During the procedure, heat was applied to the material, which caused the lumen to deform. It was reported that an adverse event occurred.